Event description:
Pt was under general anesthesia when surgical light failed causing smoke and the fire department was called. Light was halogen surgical light with camera, manufactured by berchtold. This event was previously reported by (B)(6), on (B)(6) 2013. This follow-up report is to provide notice that we intend at this time to release the defective lamp to berchtold for evaluation. If you have any questions or concerns about this course of action, please feel free to contact us.